Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 29.4 cm - 30.2 cm from the outer insulation which exposed the outer coil. The abrasions were consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.